Manufacturer narrative:
Product event summary - performance data collected from the device was received and analyzed. Analysis revealed that an atrial rate limit power on reset occurred on (B)(6) 2016. Concomitant product(s): a 459888 lead, implanted: (B)(6) 2015; competitor lead implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por). The device was reprogrammed and another por occurred six days later due to an atrial rate limit violation. Troubleshooting was performed and a subsequent device explant and replacement was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the returned device was inconclusive as all valid data was wiped out by the power on reset that occurred. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.